Manufacturer narrative:
One probe sample was returned for evaluation. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 15 degrees. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. The extension is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to actuate correctly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the very beginning of the probe being used in surgery the adhesive bond failed causing the extension to become detached from the coupling. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe failed to cut during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient.